Event description:
Per the clinic, the patient underwent surgery for a wound exploration and irrigation, due to a reported infection at the implant site. The infection did not resolve and the device was subsequently explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 30, 2013.